Manufacturer narrative:
Concomitant medical prdouct: 1258t lead implanted: (B)(6) 2011 and n141 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to oversensing and a non-specified insulation issue. It is unknown if the rv lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The interior right ventricular defibrillation cable was extrinsically cut. If information is provided in the future, a supplemental report will be issued.